Event description:
Post abdominal procedure the first catheter was removed easily, but the second catheter met with some resistance; the nurse attempted to remove the catheter again with minimal pulling, part of the soaker catheter appeared to be snapped - ragged edge of the soaker catheter noted. The pt and surgeon decided not to re-operate or perform x-rays. The pt had a normal recovery with no undesired effects.

Manufacturer narrative:
The device involved in this incident was not available for eval; without the actual product, a complete analysis cannot be conducted. In addition, the lot number was not available, therefore, we were unable to review the device history record. Our results and conclusion are based on the info that was given to I-flow by the initial reporter. We have conducted an investigation on previous catheter break incidents in order to show whether the catheter breaks are occurring within the estimated risks limits or not. The catheter break failure rate was calculated since 2003 by dividing the number of total catheter breaks over the total number of catheters shipped, and it was found that the catheter breaks are occurring within the estimated risks limits. I-flow has prepared several catheter placement guides for different surgical procedures, and a technical bulletin in order to prevent and decrease catheter breaks. Please see the attached technical bulletin for preventing in-situ catheter breakage with the on-q post-op pain relief system. It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso 10993-1 tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. If add'l info that is pertinent to this event becomes available, I-flow will submit a f/u report.